Event description:
This is a spontaneous report by a baxter employed nurse from (B)(6) of did not wear a mask and peritonitis in a patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2011, the patient started treatment with dianeal pd2 ultrabag, (dose and frequency not reported), intraperitoneally (ip) for peritoneal dialysis (pd). On an unknown date, a break in aseptic technique occurred described as "did not wear a mask". On (B)(6) 2011, the patient experienced peritonitis. The cause of the peritonitis was a break in aseptic technique. On (B)(6) 2011, the patient began remedial therapy with magnex (1gm, daily, ip) and linzid (600mg, once, ip). Both the magnex and the linzid were ongoing. Dianeal therapy was ongoing. It was not reported whether the patient was retrained in aseptic technique; therefore the outcome for the event of break in aseptic technique was unknown. The peritonitis was resolved. No concomitant medications were reported. No statement of causality was reported for the peritonitis and did not wear a mask.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. The root cause investigation is in progress. The root cause was determined to be use error.